Event description:
It was reported that this patient was previously implanted with a transvenous implantable cardioverter defibrillator (ICD). That system was subsequently explanted due to torrential tricuspid regurgitation, and a tricuspid valve clip repair (tvcr) was performed. The patient presented symptomatic with rapid monomorphic ventricular tachycardia (vt) and screening was performed for implantation of a subcutaneous implantable cardioverter defibrillator (sicd). Left sternal supine position in primary vector was initially the only vector that passed, with all vectors failing in standing position due to low amplitude measurements. Shifting the electrodes to right sternal position resulted in a pass in primary and secondary vectors in both postures due to slightly better amplitude measurements. The boston scientific (bsc) local area representative explained to the physician that although the patient passed screening, it was very borderline with amplitudes less than 1.0 mv. The physician was advised that anti-tachycardia pacing (atp) is not available for this system. However, the physician elected to proceed with implant of the sicd. Fluoroscopy was used to confirm device and electrode placement in right sternal position and the procedure went well. However, all three vectors failed during automatic setup. Override was selected which doubled the gain in primary vector and successful defibrillation threshold (dft) testing was performed with a good amplitude signal during ventricular fibrillation (vf) and the shock was successful. Impedance was stable at 88 ohms. Post implant automatic setup in sitting position also failed in all vectors. However, this time the device selected alternate vector during override to double the gain. The vector was reprogrammed to primary with manual setup. Weekly downloads were scheduled to be performed via remote monitoring. Additional information was received that this patient presented to the emergency room after receiving defibrillation therapy. Device evaluation confirmed the shocks were inappropriate with oversensed signals typical of myopotentials. It was noted that smartpass could not be programmed back on. Logfile counter data confirmed frequent noise detections and normal sinus rhythm (nsr) to tachycardia transitions over the two weeks since implant. The physician decided to deactivate tachycardia therapy, and the patient was admitted to the hospital for consideration of a ventricular tachycardia (vt) ablation. A bsc technical services consultant reviewed original screening and implant x-rays. The consultant suggested rescreening and current x-rays be completed to review electrode placement. X-rays were performed and reviewed which appears to show the patient has scoliosis, given the curve of spine. There is a subtle curve in the electrode path, but it is not grossly lateral from the midline and is deep enough on the fascia. This current electrode position looks to be the best, despite marginal outcome and inappropriate shocks. Sicd placement appears posterior with the cardiac shadow and suggests optimal placement on the fascia. Given the patient's complex history, the physician wanted to re-screen with an attempt to evaluate subtle shift towards the midline to see if that would be suitable. While capturing all vectors when the patient was recreating the rolling motion of getting out of bed, myopotential noise like that of the events could be recreated in all vectors pointing to possible electrode position as a factor. Technical services cannot conclude from screening data what the outcome will be if a decision is made to re-tunnel the electrode slightly more to the left, nearer the midline of the sternum. This may be the best option to pursue ahead of a more complex procedure. However, there is nothing to guarantee the patient won't be faced with the same situation even with the electrode perfectly positioned more in line with the sternum and away from potential muscle. This electrode remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient was previously implanted with a transvenous implantable cardioverter defibrillator (ICD). That system was subsequently explanted due to torrential tricuspid regurgitation, and a tricuspid valve clip repair (tvcr) was performed. The patient presented symptomatic with rapid monomorphic ventricular tachycardia (vt) and screening was performed for implantation of a subcutaneous implantable cardioverter defibrillator (sicd). Left sternal supine position in primary vector was initially the only vector that passed, with all vectors failing in standing position due to low amplitude measurements. Shifting the electrodes to right sternal position resulted in a pass in primary and secondary vectors in both postures due to slightly better amplitude measurements. The boston scientific (bsc) local area representative explained to the physician that although the patient passed screening, it was very borderline with amplitudes less than 1.0 mv. The physician was advised that anti-tachycardia pacing (atp) is not available for this system. However, the physician elected to proceed with implant of the sicd. Fluoroscopy was used to confirm device and electrode placement in right sternal position and the procedure went well. However, all three vectors failed during automatic setup. Override was selected which doubled the gain in primary vector and successful defibrillation threshold (dft) testing was performed with a good amplitude signal during ventricular fibrillation (vf) and the shock was successful. Impedance was stable at 88 ohms. Post implant automatic setup in sitting position also failed in all vectors. However, this time the device selected alternate vector during override to double the gain. The vector was reprogrammed to primary with manual setup. Weekly downloads were scheduled to be performed via remote monitoring. Additional information was received that this patient presented to the emergency room after receiving defibrillation therapy. Device evaluation confirmed the shocks were inappropriate with oversensed signals typical of myopotentials. It was noted that smartpass could not be programmed back on. Logfile counter data confirmed frequent noise detections and normal sinus rhythm (nsr) to tachycardia transitions over the two weeks since implant. The physician decided to deactivate tachycardia therapy, and the patient was admitted to the hospital for consideration of a ventricular tachycardia (vt) ablation. A bsc technical services consultant reviewed original screening and implant x-rays. The consultant suggested rescreening and current x-rays be completed to review electrode placement. X-rays were performed and reviewed which appears to show the patient has scoliosis, given the curve of spine. There is a subtle curve in the electrode path, but it is not grossly lateral from the midline and is deep enough on the fascia. This current electrode position looks to be the best, despite marginal outcome and inappropriate shocks. Sicd placement appears posterior with the cardiac shadow and suggests optimal placement on the fascia. Given the patient's complex history, the physician wanted to re-screen with an attempt to evaluate subtle shift towards the midline to see if that would be suitable. While capturing all vectors when the patient was recreating the rolling motion of getting out of bed, myopotential noise like that of the events could be recreated in all vectors pointing to possible electrode position as a factor. Technical services cannot conclude from screening data what the outcome will be if a decision is made to re-tunnel the electrode slightly more to the left, nearer the midline of the sternum. This may be the best option to pursue ahead of a more complex procedure. However, there is nothing to guarantee the patient won't be faced with the same situation even with the electrode perfectly positioned more in line with the sternum and away from potential muscle. This electrode remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. It was reported that this electrode was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.